Manufacturer narrative:
(B)(4). The device was evaluated, fluid ingress was observed in the scanner due to the missing fillets uv adhesive and resulted in lost image. The missing fillet uv adhesive is deemed a manufacturing process error. The main purpose of the fillet is to prevent fluid ingress to both the scanner and the distal shaft which could cause image issues when the fluid shorts the electrical circuitry. Shorting would not present an electrical risk since the pim limits the energy delivered to the scanner to an amount too small to cause injury or be felt by the user or patient. The resulting image issues would result in discontinued device use as occurred in this case. The fillet also covers the edges of the scanner providing a smooth transition for tractability in a tortuous path. Upon pull-back, without the fillet the exposed edge of the scanner could scrape against a vessel wall. (With advancement, the smooth edge of the scanner is presented to the scanner wall.) The exposed edge is comprised of (B)(4). Since the fillet provides a smooth transition, there is a chance that the edge of the ivus catheter could have come into contact with the vessel wall causing irritation. There is no report of atypical clinical conditions post procedure. A second device was used and successfully completed the procedure. Continued effort is being pursued with the customer to obtain additional information on the patient's status. The manufacturer will evaluated the respective manufacturing control process and documentation.

Event description:
It was reported that the catheter was used during a procedure to image the lad proximal vessel, which was tortuous and had 75% occlusion. Initially, the catheter was able to produce an image but during the second pullback, the image disappeared. The catheter was flushed and reconnected but the image did not recover. A second device was used and successfully completed the procedure. There was no report of patient injury. When the device was received by the manufacturer for evaluation, it was observed that the fillets uv adhesive on the distal and proximal ends of the scanner had not been applied.